Event description:
Resident had order for heating pad to right hip 3 times a day for 15 min. On 3/16/96 it was noted that he had 3 degree burns to area. Heating pad control was in low position and had not been left in excess of 20 min. Note: resident was laying on top of pack. The pad was between resident and mattress.